Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 10 months. Device evaluation: during the external/distal end percutaneous lead replacement procedure by the manufacturer's technical services representatives, an area with a broken green wire and worn braided shielding was found. Photographs of this area taken during the repair were analyzed and the fracture of the green wire appeared to be the result of repetitive flexing of the lead in this area, which caused the inner conductors of the wire to break within the insulation. Approximately 19 inches of the replaced external portion/distal end of the lead was returned for evaluation. Electrical continuity testing revealed that all wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing to check for current leakage through the wire insulation. The test did not reveal any current leakage in the insulation of any of the wires in this portion of the lead that would have resulted in an electrical short. The pump operates on a three phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the green wire, to its redundant motor phase wire, the fractured inner conductor would have resulted in the reported driveline fault alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On 08/28/2016, it was reported that the patient's primary system controller produced a driveline fault alarm. The primary system controller was exchanged to the backup system controller. The backup system controller also produced a driveline fault alarm. The patient was admitted for further evaluation and the healthcare providers made a decision to silence the audible driveline fault alarm until the condition of the percutaneous lead was evaluated. The patient remained asymptomatic. The submitted log file from the patient's primary and backup system controllers reviewed by the manufacturer's technical services representative confirmed the driveline fault alarms. The submitted x-ray images showed an area of concern. An onsite evaluation and potential repair of the patient's percutaneous lead was scheduled. On (B)(6) 2016, a wire phase interrupter test performed onsite by the manufacturer's technical services representative indicated an open green wire. Upon removing the outer white silicon jacket, the green wire was found broken with worn braided shielding. A distal end percutaneous lead (driveline) replacement was subsequently performed approximately two inches from the driveline exit site. All tests passed after the repair was completed. A submitted log file from the patient's system controller did not reveal any unusual events after the repair.